Manufacturer narrative:
Device code relates to problem code for the reported event of cutting wire incorrect orientation. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome¿ xl was used in the common bile duct (cbd) during a stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the elevator of the duodenoscope was positioned about 15 degrees, it was noticed that the cut wire was oriented in the wrong direction. The orientation was not incorrect when the tip of the device first exited the scope, prior to bowing or cautery. Reportedly, there was no tortuous anatomy impacting scope positioning and no visible damage to the device prior to putting it through the scope or after the issue occurred. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the returned device was performed and no visual defects were noted. The returned device looks under good condition without evidence of damages or anomalies. The device was introduced inside the duodenoscope; initial tip orientation was found to be within specification; also, the unit bowed more than 90 degrees inside and outside of the duodenoscope. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. Therefore the most probable cause is not confirmed returned. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the common bile duct (cbd) during a stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the elevator of the duodenoscope was positioned about 15 degrees, it was noticed that the cut wire was oriented in the wrong direction. The orientation was not incorrect when the tip of the device first exited the scope, prior to bowing or cautery. Reportedly, there was no tortuous anatomy impacting scope positioning and no visible damage to the device prior to putting it through the scope or after the issue occurred. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.